Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient presented for an enhancement evaluation six years post lasik. The patient was noted to have irregular astigmatism in the left eye. Additional information was received indicating the patient complained of blurry vision and was diagnosed with ectasia in the left eye. It was noted that the patient has a tendency to rub his eyes. The doctor advised the patient to immediately stop and referred the patient for corneal cross linking.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be identified conclusively. Customer stated he has seasonal allergies and he primary rubs his left eye. The manufacturer internal reference number is: (B)(4).